Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) shuttle would not advance through the introducer sheath. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic left heart catheterization procedure. Significant resistance was encountered when shutting down. Excessive force was applied when shutting down; however, the user was only able to advance the sealant 2cm from the handle of the device. The vcd and sheath were removed. Manual compression was applied to the femoral site for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors, a torturous vessel and/or damaged procedural sheath, could have contributed to the report event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) shuttle, would not advance through the introducer sheath. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic left heart catheterization procedure. Significant resistance was encountered when shutting down. Excessive force was applied when shutting down; however, the user was only able to advance the sealant 2 cm from the handle of the device. The vcd and sheath were removed. Manual compression was applied to the femoral site for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended. The vcd will not be returned for analysis as the vcd was not saved by the user.